Event description:
It was reported that the caller experienced an issue after their pump fell into water and had not been used for months. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.